Event description:
It was reported the programmer would not boot up, and there are broken doors. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, "programmer would not boot up." It was also noted that the power cord door was broken, the keyboard case hinges were broken, the printer gear drive was broken, the system fan was noisy, the hinge plate was damaged, the upper and lower cases were broken and the electrocardiogram (ECG) connector was loose. (B)(4): analysis found the radiofrequency (rf) head cable was damaged.